Event description:
The patient reported that he has had needle pain and skin irritation around the needle insertion point due to the v-go coming slightly loose. Patient started on the v-go on (B)(6) 2020 and put on a new one on (B)(6) 2020 around noon. Patient had looseness of the v-go about 13 hours into wearing it, due to increased movement and sweating. Patient said there was redness and swelling around the needle injection site on his abdomen. Patient threw away that v-go after taking it off yesterday at noon. Patient stated the v-go he put on yesterday at noon is having the same problem.